Manufacturer narrative:
Gbo complaint: (B)(4). No material# or batch# was provided by the customer. No customer sample(s) were received by the supplier for evaluation against quality assurance specifications. The complaint cannot be determined.

Event description:
Customer states, "we've had a new needle stick involving an hiv positive patient. The needle on the rti product did not retract."